Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medsun, during bedside placement of the powerpicc provena catheter, the rubber like stopper became dislodged leaking fluid. PICC successfully placed. No serious injury or impact to patient or healthcare professional. PICC was removed and replaced with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun, during bedside placement of the powerpicc provena catheter, the rubber like stopper became dislodged leaking fluid. PICC successfully placed. No serious injury or impact to patient or healthcare professional. PICC was removed and replaced with a new one. No other information was provided.